Event description:
Patient was in cardiovascular or for a coronary artery bypass grafting. During the case the md was unable to obtain a wave form of the pressure. All stop cocks were checked and were open. On aspirating, a lot of air in the line was noticed. The pressure line was found to be leaking at the metal hub. On disconnecting it was found that the male end of the tubing had cracked leaving a stub of the connector hub. The transducer pressure stopped which caused the pump to stop. A new pressure line was placed. No harm to patient.device #1is this a laboratory device or laboratory test?no.